Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The distance between the endurant iis bifurcate and the lowest renal artery measured 5 mm in length after the device was implanted. It was reported that approximately one year and nine months post index procedure, the patient had a proximal type I endoleak. The physician observed that there was no migration of the device and no disease progression. The physician elected to implant a 28 mm aortic cuff and aptus endoanchors. The event was resolved. Per the physician the cause of the event was unknown but the patient anatomy of an angulated neck with minor plaque may have contributed the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.